Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found needle separated from sensor. Complaint was against enlite serter.

Event description:
The customer reported via phone call that the sensor malfunctioned. Blood glucose level at the time of the incident was not provided. The sensor was returned for analysis.